Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 11:42 am CT. The report number is being corrected from: 2134265-2018-64154 to: 2134265-2018-62817.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 27mm watchman laa closure device & delivery system were used. The closure device was deployed and released. Upon removal of the access and delivery system assembly, the patient experienced pericardial effusion with tamponade. The closure device was intact in the laa. The surgeon believed the bleeding was coming from the appendage, although there was no perforation of the device through the laa. A clip was placed and the patient was still bleeding. Exploration by transesophageal echocardiogram (tee) revealed a defect in the posterior wall of the left atrium which was repaired during surgery. The next day the patient was no longer requiring pharmacological blood pressure support and returned to the operating room to have their chest closed. The patient was stable. No further complications were reported. It was further reported that the patient passed away approximately 24 hours post procedure due to complications from open heart surgery. No further information has been provided at this time.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 27mm watchman laa closure device & delivery system were used. The closure device was deployed and released. Upon removal of the access and delivery system assembly, the patient experienced pericardial effusion with tamponade. The closure device was intact in the laa. The surgeon believed the bleeding was coming from the appendage, although there was no perforation of the device through the laa. A clip was placed and the patient was still bleeding. Exploration by transesophageal echocardiogram (tee) revealed a defect in the posterior wall of the left atrium which was repaired during surgery. The next day the patient was no longer requiring pharmacological blood pressure support and returned to the operating room to have their chest closed. The patient was stable. No further complications were reported.